Manufacturer narrative:
Information reported by distributor - (B)(4).

Event description:
It was reported there was frost on the needle shaft. An iceforce 2.1 cx 90 degree needle was being used in a cryoablation procedure. The needle was tested as recommended without a problem. During the first ablation cycle, ice formation occurred through all needle length and plastic cover. The needle was exchanged and the procedure was completed with no patient complications or skin burn, the patient was reported as stable.

Manufacturer narrative:
Information reported by distributor - (B)(6). Device evaluated by MFR: visual testing revealed no abnormalities. The device was tested for ice ball size and shaft temperature and was found to be out of specification. The low temperature of the shaft points to insufficient thermal insulation of the needle. Testing of the vacuum sleeve insulation had ice forming on the entire sleeve confirming a lack of insulation. No signs of corrosion or flux were seen on the vacuum sleeves external surface.

Event description:
It was reported there was frost on the needle shaft. An iceforce 2.1 cx 90 degree needle was being used in a cryoablation procedure. The needle was tested as recommended without a problem. During the first ablation cycle, ice formation occurred through all needle length and plastic cover. The needle was exchanged and the procedure was completed with no patient complications or skin burn, the patient was reported as stable.